Manufacturer narrative:
The device is being returned to olympus to facilitate third-party microbiological testing, and for evaluation of the returned device. The customer provided their cleaning, disinfection and sterilization (cds) processes. The subject device was reprocessed after confirmation of the positive culture. The device was not microbiologically tested at the facility. The facility does not perform ethylene oxide sterilization. The subject device was used and reprocessed on (B)(6) 2022, and again used and reprocessed on (B)(6) 2022. Pre-cleaning is performed at the point of use, immediately following the procedure, as stated in the instructions for use, and the facility's standard operating procedure. Water is aspirated during pre-cleaning through the instrument/suction channel with a suction pump. Water is also aspirated during manual cleaning utilizing the scope buddy plus. There were no abnormalities identified with the reprocessing accessories. Manual cleaning was performed within one (1) hour of use. The facility also utilized the one (1) hour indicator hangtime label. The scope passed the leak test which was done using the veriscan. Their medivators advantage plus dsd automated endoscope reprocessor (aer) also performs a leak test during the cycle. The scope passed the aer leak test, as well. The detergent used is ruhof endozime aw plus, and the disinfectant is rapicide. The instrument/suction/balloon channel, air/water/suction/biopsy valve were brushed. All ports to the scope were brushed and flushed as specified in the manufacturer's instructions for use. The last reprocessing in-service was conducted by an olympus ess on aug. 31, 2022. There has been no change in the facility's reprocessing personnel since the last on-site visit by an olympus ess. The endoscope is stored in a temperature and humidity-controlled scope closet. Due to the alleged patient infections, an olympus ess was contacted to schedule a reprocessing in-service. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy support specialist (ess) reported on behalf of the customer, that two patients exhibited an infection of the same organism after a bronchoscopy procedure. The customer was looking to test the bronchoscope (subject device) to ensure it was not transmitted by the scope. This report is for the second patient (patient identifier (B)(6)). The bronchoscopy was performed on (B)(6) 2022. Prior to the procedure, the patient had presented to the emergency department on (B)(6) 2022, with shortness of breath, and was diagnosed with pneumonia and chronic-obstructive pulmonary disease (copd). After the bronchoscopy, the patient tested positive for stenotrophomonas maltaphilia. The facility reviewed all bronchoscope procedures performed between(B)(6) 2022, and 30 bronchoscopies were performed in that timeframe, where the scope in question, as well as all other scopes, were used, and no other patients had the reported organism. The second patient is being reported on the medwatch with patient identifier (B)(6). This event has been reported by the importer on MDR# 2429304 - 2022 - 00168.

Manufacturer narrative:
This report is being submitted due to the additional information received that is reflected in b5. This device has been returned and physical evaluation was performed. Olympus borescope was used to inspect the condition of the biopsy channel and found surface scratches and kinks on the wall the of biopsy channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. In addition, a hole was discovered in biopsy channel approximately eighteen (18) inches from the opening at the distal end. The distal end cover was inspected under microscope and found dry clear residue on both the light guide lens and objective lens. Scratches and pin holes in the bending section glue was also observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that this device has been inspected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus performed a culture test via third-party testing, and the device¿s distal end tested positive for the microorganism micrococcus luteus; however, the total colony forming units (cfu) are unknown. As previously noted, the user did not perform third-party testing. Furthermore, on 15dec2022, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing steps. Per the ess, there were no obvious deviations from the reprocessing steps outlined in the olympus instructions for use (IFU). Therefore, a relationship between the subject device and the reported event could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to d9 to provide information that was inadvertently not included in the previous submission. Also, new information has been added to d8. Olympus will continue to monitor field performance for this device.